Event description:
Reported by the patient as a port leak. Event clarified as the tubing will be reconnected and the port will not be replaced.

Manufacturer narrative:
Medwatch sent to FDA on: 17/oct/2007. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reported the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."